Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was that an integrated circuit (ic) chip, designator u2, had corrupt memory.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the user interface pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator present, a white display and that it would not complete the boot-up process.   There was no patient use associated with the reported event.